Event description:
Medwatch report #mw5107794 was received with report that a patient underwent a monalisa touch treatment and experienced pain, irritation, discomfort, and burn.

Manufacturer narrative:
Patient states that they were given aquaphor, steroidal cream, and colloidal silver as preventative medication. Based on the information reported in medwatch report # mw5107794, cynosure was unable to further investigate this complaint. There was no additional information made available despite multiple requests. Cynosure is unable to determine the device information such as a serial number to further investigate this complaint or perform a device analysis. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient experienced adverse effects.